Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc results were within range before the sample measurements. Therefore, a general reagent or analyzer problem was not present. There were many sample quality-related alarms, such as "sample foam detection" each day, which may correspond with the erroneous results. However, based on the provided data and lack of preanalytic information, this could not be confirmed. Based on the information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Event description:
There was an allegation of questionable elecsys ferritin results from the cobas e 801 analytical unit. Refer to the attachment to the medwatch for all patient data.